Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a high blood glucose event and had to be hospitalized from (B)(6) 2024 to (B)(6) 2024. The reason for hospitalization was diabetic ketoacidosis. Patient's blood glucose at time of event was 279 mg/dl. The patient was treated with intravenous insulin infusion. Events that lead to admission were vomiting with blood and fell of the bathroom floor. Patient also felt sick, was tired, had altered vision and increased thirst. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.